Manufacturer narrative:
Age at time of event: 18 years or older.  (B)(4). The device was returned for analysis. The returned device was attached to an encore inflation unit and subjected to positive pressure; a longitudinal tear was identified in the balloon material starting approximately 3mm proximal of the proximal markerband and extending 41mm distally. The markerbands, balloon material and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination noted a severe kink 370mm distal of strain relief. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-nov-2017. It was reported that balloon leak occurred. The target lesion was located in the iliac vein. A 6.0-40, 80 wanda¿ balloon catheter was advanced for dilatation. However, upon inflation according to suggested pressure, the balloon was found leaking. The device was removed from the patient and the procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear. This product is only ous approved but is similar to an approved us device.